Manufacturer narrative:
(B)(4). The device or sample has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullets from the sutures came off after the sutures were thrown and retrieved by the capio device. A third suture of the same kind and the same capio device was used to complete the case. The bullets were left inside the patient.

Event description:
It was reported that the bullets from the sutures came off after the sutures were thrown and retrieved by the capio device. A third suture of the same kind and the same capio device was used to complete the case. The bullets were left inside the patient.

Manufacturer narrative:
Qn# (B)(4). No issues or discrepancies were found in the device history record of product code 833-123 / batch 74j1702890 that can be related to the failure mode reported in the customer complaint. An nc was referenced in the DHR, however there were no no-conformances issued during the production of this batch that could be related to the failure reported in this complaint. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.